Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained utilizing contralateral approach. The 100% stenosed, chronically occluded target lesion was located in the moderately tortuous superficial femoral artery (sfa). A .018 guide wire was placed and pre-dilatation was performed with a 3.0-40mm non bsc balloon. Three non bsc stents were then implanted in the lesion. The wire was exchanged for a .035 inch non bsc guide wire and the 5.0-80mm wanda balloon catheter was advanced over the wire for post-dilatation. The balloon was inflated three times to 8atms, 10atms and 15atms respectively. During the third inflation, the balloon ruptured. The .035 inch guide wire was removed and the original .018 inch guide wire was placed in the lesion and the procedure was completed after post-dilatation was performed with a 5.0-100 non bsc balloon. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).